Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic omega loop bypass, when anastomosis was being performed, handle would not fire staples. Two sets of reloads were fired and upon trying the third reload, handle did not click. Reload was removed and placed on second handle and fired as normal hence stapler and reload were replaced that work properly. There was no patient injury.